Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. Additional information/correction: d4: unique identifier (UDI) # (missing). H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including pressure, clear passage, and priming; the transparent part of the check valve was found blocked by solvent. The reported condition was verified. The cause of the condition was due to solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Device manufacturer address 1: (B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not prime. It was further reported "it only allows to flow until the part number 4 (valve)". There was no patient involvement. No additional information is available.